Manufacturer narrative:
The unit passed functional test which include the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The unit functioned properly. The units left of test reservoir matched properly with units left on status screen. The button event file was overwritten. We were unable to verify if the bolus was manually entered by the customer. Unexpected bolus delivery was not noted during testing. The unit functioned properly. The unit was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was not reading her blood glucose levels. She experienced low blood glucose levels and went unconscious after receiving a replacement insulin pump. The ambulance came to her house on (B)(6) 2015. Her blood glucose level was 17 mg/dl on (B)(6) 2015 and 57 mg/dl on (B)(6) 2015 when the ambulance arrived. The customer was not taken to the hospital. The reservoir was showing less insulin than what was shown on the status screen. In the carelink report, overly high boluses appeared. In the alarm history an unable to exit training mode due to bad battery alarm was found. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device communicated properly with glucose sensor simulator test and blood glucose meter test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.